Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed a cracked reservoir cover around the bolts. There was also damage to the enclosure underneath the fitting. The unit also had an old style pcb and drain fitting. The investigator subsequently filled the tank with water, attached a temp-check, plugged in the line cord, and turned on the power switch. The customer reported product problem (leak from the bottom of the reservoir) was confirmed. The problem source of the reported product problem was unknown. A root cause was not established the unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported the device had a leak at the bottom of the reservoir tank. No patient injury or complications were reported in relation to this event.